Manufacturer narrative:
Zyno medical has repaired and tested the device to full specifications and returned the pump to the customer on 05/09/2017.

Event description:
The pump was identified with a flow rate accuracy issue and a pressure issue during periodic maintenance testing on 04/27/2017. No patient was involved in this case.